Event description:
The customer reported that the sys would not emit fluoroscopic x-rays either by using the hand control or with use of the pedal. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The bent pin in the male interconnecting connector was repaired. The sys was tested and found to be working as intended and put back into svc.